Event description:
Per the clinic, the patient experienced continued issues with granulation tissue at the abutment. Subsequently, the abutment and the internal fixture was explanted on (B)(6), 2025. Reimplantation is planned but had not taken place at the time of this report.